Manufacturer narrative:
Pharmacovigilance comments: the serious events of abscess and infection and the non-serious events of swelling, vesicles and pain at the implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple steroids and multiple antibiotic treatments for several months to prevent permanent damage since the infection was described as untreatable. Potential etiologies include biofilm infection and antibiotic resistance. Potential contributory factors include nosocomial exposure and postprocedural care. The event location, size and severity were not reported. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report received on (B)(6) 2018 from a nurse forwarded via a sales representative, referring to a female patient in her fifth decade. The patient has no allergies and no concomitant medications. No information about medical history or previous filler treatments has been provided. On (B)(6) 2018, the patient received treatment with 1 ml restylane defyne (lot number 15833-1) to the lips, oral commissures and nasolabial folds. The needle type and injection technique were both unknown. On (B)(6) 2018, the nurse received an e-mail with a picture concerning swollen (implant site swelling) lips with blistering (implant site vesicles) and tenderness (implant site pain). The nurse contacted her responsible physician the same day, and the responsible physician has treated the patient after this. The nurse did not have any contact with the patient during the "healthy" period. According to the nurse it was unknown if the events were related to the treatment. Follow-up information received from the responsible physician on 10-sep-2018. Approximately two months after the filler treatment there was a sudden onset of abscesses (abscess) at an unknown location. On an unknown date, the patient visited a community health center and was started on heracillin [flucloxacillin sodium] and betapred [betamethasone sodium phosphate] without any real effect. On an unknown date, the patient had contact with the reporting physician and her corrective treatment was switched to dalacin [clindamycin hydrochloride], flagyl [metronidazole] and a short prolongation of betapred since this had effect against the swelling. The patient almost recovered after corrective treatment with dalacin and flagyl, but as soon as the treatment course ended, the patient experienced complications again. On an unknown date, the patient switched corrective treatment to tetralysal [tetracycline], aiming towards a three months treatment course due to the suspicion of possible biofilm (infection). Since there was no effect with tetralysal, the patient's corrective treatment was switched back to flagyl and dalacin again. On recommendation from the reporting physician, the patient visited a community health center for control of the abscesses, which however, never been "treatable". The patient has been to the treating nurse for check-ups. It was reported that abscesses has moved, come and gone, all indicating of biofilm. There was no dentist visit or similar. Outcome at the time of the report: swollen was not recovered/not resolved. Blistering was not recovered/not resolved. Tenderness was not recovered/not resolved. Abscesses was not recovered/not resolved. Possible biofilm was not recovered/not resolved.

Manufacturer narrative:
Pharmacovigilance comments: the serious events of abscess and implant site infection, and the non-serious events of swelling, vesicles and pain at the implant site, and discharge and mass were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple steroids and multiple antibiotic treatments for several months to prevent permanent damage since the infection was described as untreatable. Potential etiologies include biofilm infection and antibiotic resistance. Potential contributory factors include nosocomial exposure and postprocedural care. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system.

Event description:
Case reference number (B)(4). Is a spontaneous report received on (B)(6)2018 from a nurse forwarded via a sales representative, referring to a female patient in her fifth decade. The patient has no allergies and no concomitant medications. No information about medical history or previous filler treatments has been provided. On (B)(6)2018 , the patient received treatment with 1 ml restylane defyne (lot number 15833-1) to the lips, oral commissures and nasolabial folds. The needle type and injection technique were both unknown. On (B)(6)2018 , the nurse received an e-mail with a picture concerning swollen(implant site swelling) lips with blistering(implant site vesicles) and tenderness(implant site pain). The nurse contacted her responsible physician the same day, and the responsible physician has treated the patient after this. The nurse did not have any contact with the patient during the "healthy" period. According to the nurse it was unknown if the events were related to the treatment. Follow-up information received from the responsible physician on (B)(6)2018 . Approximately two months after the filler treatment there was a sudden onset of abscesses(abscess) at an unknown location. On an unknown date, the patient visited a community health center and was started on heracillin [flucloxacillin sodium] and betapred [betamethasone sodium phosphate] without any real effect. On an unknown date, the patient had contact with the reporting physician and her corrective treatment was switched to dalacin [clindamycin hydrochloride], flagyl [metronidazole] and a short prolongation of betapred since this had effect against the swelling. The patient almost recovered after corrective treatment with dalacin and flagyl, but as soon as the treatment course ended, the patient experienced complications again. On an unknown date, the patient switched corrective treatment to tetralysal [tetracycline], aiming towards a three months treatment course due to the suspicion of possible biofilm/infection/secondary infection(implant site infection). Since there was no effect with tetralysal, the patient's corrective treatment was switched back to flagyl and dalacin again. On recommendation from the reporting physician, the patient visited a community health center for control of the abscesses, which however, never been "treatable". The patient has been to the treating nurse for check-ups. It was reported that abscesses has moved, come and gone, all indicating of biofilm. There was no dentist visit or similar. Follow-up information received on (B)(6)2018 from the reporting physician. The patient was completely healthy. Seven years before this report in 2011 the patient had received previous filler treatment with juvederm with no complications. On (B)(6)2018 , the patient had contacted the nurse as she had got exuding wounds(discharge) and swelling. The patient contacted the reporting physician on the same day. It was reported that the patient had sought a health care center a few days earlier and received prednisolone [prednisolone] 30 mg with some effect. Treatment with dalacin (clindamycin) and aciklovir [aciclovir] was initiated due to a possible filler catalyzed herpes infection with secondary infection was suspected. On (B)(6)2018 , the patient was in contact with the reporting physician and when pictures were presented, herpes infection was not suspected any longer and treatment with aciklvoir was discontinued. Instead, the patient received a short treatment course with betapred and a couple of days later when the swelling had went down, lumps(mass) had appeared, and an addition of planned corrective treatment with flagyl was initiated until the lumps had disappeared. On (B)(6)2018 , new contact with the patient was performed. It was reported that it was "much better" (unspecified what was better), but possible new swelling had appeared. As the patient and the reporting physician was located in different cities, the physician advised the patient to seek the community health centre so that she could show them the symptoms. At the community health centre, it was assessed that the abscesses should not be drained. On(B)(6)2018 , new contact with the patient was initiated. At this date it was almost completely gone (unspecified what was gone). On (B)(6)2018 , the patient was still not completely recovered and after the physician discussed with a colleague it was decided to change antibiotics and switch to tetralysal 300 mg. On (B)(6)2018 , there was contact again with the patient. There was newly increased problems in a new area. Treatment with dalacin and flagyl was initiated again at a high dose. On (B)(6)2018 , a new visit with the nurse was performed and it was reported that the patient was better but swelling under the right eye remained. A new treatment course with betapred was considered, but the reporting physician decided to discuss this further with galderma nordics medical advisor instead, to assess whether hyalase should be applied where the filler was injected. It was reported that swelling was not localized there, but arose during the treatment course. The reporting physician's seriousness assessment was "not serious" and the causality assessment of the biofilm/infection was assessed as possibly related. Outcome at the time of the report: swollen was not recovered/not resolved. Blistering was not recovered/not resolved. Tenderness was not recovered/not resolved. Abscesses was not recovered/not resolved. Biofilm/infection/secondary infection was not recovered/not resolved. Exuding wounds was unknown. Lumps was unknown. Tracking list: version 0. Initial. Version 1. Follow-up information received on (B)(6)2018 from the reporting physician. Updated reporter information for physician, onset date of infection and coding of infection to implant site. Information added to the report include past filler treatment, adverse event of lumps and exuding wounds, corrective treatments, location of infection, an additional location of swelling and the physician's seriousness assessment and causality assessment. Photos of patient was also received.